Manufacturer narrative:
Date sent to FDA: 3/27/97follow up information. Evaluation completed.

Event description:
Caller states she received a splash of solution in the eye. She rinsed the eye thoroughly at an eye wash station faucet but still feels some discomfort. Caller does not routinely work with device and was not wearing eye protection.